Event description:
It was reported that the patient had issues with the personal therapy manager (ptm) and had flu-like symptoms. It was reported the ptm was not working appropriately. The patient had not used her ptm since her refill date on april 29. The patient had attempted to communicate with the pump for the past couple of weeks but only got the "x." It was also reported that the patient had flu-like symptoms and was feeling "yucky and sick" for the last 4-5 days and thought that the pump was not working and that was the reason why the ptm was not communicating. The patient was informed that if the pump was not infusing it would alarm or there would be an error code on the ptm. The device system was used to deliver clonidine, prialt, ketamine, baclofen, and morphine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8835, serial# (B)(4), product type: programmer, patient product ID: 8709sc, lot# n144347003, implanted: (B)(6) 2008, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).